Event description:
An angio-seal was deployed to seal the arteriotomy site. Approximately 24 hours later, the patient began bleeding at the arteriotomy site. The patient underwent surgical exploration; the angio-seal device was not present. The physician stated the device may have been deployed subcutaneously. The patient developed further complications and later expired. The physician stated the bleeding may have been unrelated to the arteriotomy site.